Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was attempted to be positioned in the laa. Upon entering the laa, the patient experienced hypotension and a significant pericardial effusion in the right atrium was noted via transesophageal echocardiography (tee). A perforation of the superior vena cava was also noted. The laa closure procedure was aborted, and pericardiocentesis was performed requiring a 1200cc drain followed by surgical stitching of the superior vena cava. The patient was discharged home following this event and will be rescheduled for a future implant.